Event description:
Report received that high impedance was observed after a patient's vns was interrogated and system diagnostic testing was performed. The test was run again and high impedance was still seen. The patient had just received a generator replacement about a month before this high impedance was seen. At the time of this replacement, system diagnostics on this generator were performed and showed normal impedance values. The physician reported that the patient hyperextends backwards all day and may have contributed to lead damage. The device was turned off in the clinic. The patient later received a lead replacement. Prior to the lead being explanted, the lead pin was re-inserted into the generator and tightened. High impedance continued to be observed so the lead was replaced. The surgeon reported seeing scar tissue built up around the coils and nerve, so it the lead was cut at the base. The surgeon also reported that she did not see a lead fracture but that there were a couple of kinks. The lead was reportedly discarded after explant. No additional relevant information has been received to date.

Event description:
Information was later received regarding events following the patient¿s battery replacement. Their output current was increased, and the patient started bending her neck backwards repeatedly, which triggered emesis after eating. The output current was then lowered from 0.875ma to 0.375ma, and the patient was referred to a gastroenterologist (gi).

Event description:
The patient's physician later clarified that the patient bending her head backwards repeatedly, and her emesis was not related to vns but to external factors. The reduction in vns output current was taken for patient comfort only.